Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received a report from a customer that x-ray was not possible during angio procedure. There was no clinical image. Pt died while pt moved to another room. It is no clear yet if the system malfunction contributed to the death of the pt.